Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Tingling in hands, arms, legs, and feet [paraesthesia]. Numbness in hands, arms, legs, and feet [hypoaesthesia]. Burning hands, arms, legs, and feet [burning sensation]. Pain hands, arms, legs, and feet [pain in extremity]. Weakness hands, arms, legs, and feet [muscular weakness]. Loss of control hands, arms, legs, and feet [motor dysfunction]. Dizziness [dizziness]. Loss of balance [balance disorder]. Case description: an attorney reported that her (B)(6) male client used fixodent denture adhesive, version unknown cream and super poligrip denture adhesive, both beginning in 1991, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage, tingling in hands, arms, legs, and feet, numbness in hands, arms, legs, and feet, burning hands, arms, legs, and feet, pain in hands, arms, legs, and feet, weakness in hands, arms, legs, and feet, loss of control hands, arms, legs, and feet, dizziness, and loss of balance. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.